Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control (qc) and calibration were in range on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced and primed the reagent probe syringe because it was damaged. The cse cleaned the luminometer and wash manifold station. The cse verified proper functioning of the aspiration probes and alignments of sample and reagent probes. The cause of the discordant, falsely low tsh result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the nurse practitioner, who questioned the result. The sample was repeated on the same instrument, resulting higher and as expected. The correct result was reported to the nurse practitioner. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tsh result.